Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an cracked lcd screen. The customer¿s blood glucose level was unknown. Customer states that lcd screen is cracked on son's pump and is unable to function. The customer was assisted with troubleshooting and customer reports damage to the pump. Customer reports that pump is spider webbed across, pump is unable to function. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had severely cracked and bleeding lcd glass, cracked battery tube threads, reservoir tube lip, minor scratched and cracked/damaged display window.